Event description:
Pt reported an alleged lap-band port leak. The pt reported feeling a lack of restriction. The pt reported during an adjustment, the physician suspected a leak due to "a tiny amount [of fluid that was] withdrawn was discolored." A fluoroscopy was performed, indicating a leak in the port area. The device remains implanted and the pt reported surgery is scheduled to either explant the device without replacement or explant and replace the device. Follow up findings: health professional reported that surgery is scheduled to explant and replace the port. The "fluoroscopy [showed the port was broken at the] metal connector piece proximal to [the] port." It was reported that the pt "gained weight" and experienced "nausea" and had "problems eating meat." Follow up findings: pt reported that the explant surgery has been postponed and a date has not been scheduled at this time. Health professional confirmed the pt's report that explant surgery has been postponed and that an explant date has not been scheduled.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." Device labeling addresses the reported event of vomit as follows: "pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."